Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the plunger went over or under the device, not advancing the lens far enough to eject. Additional information has been received, stating that, there was no patient harm. Additional information has been received stating that, all the four lenses were used on the same patient.

Manufacturer narrative:
The product was not returned for analysis. The health care professional indicated in the file that upon investigating the product they found they likely did not have viscoelastic inside the device. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the surgeon, the product did not cause the event. It is stated in the file that "that upon investigating the product they found they likely did not have viscoelastic inside the device". Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.